Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 300 mg/dl. The customer was transported by paramedics to the hospital for a urinary tract infection. The customer did not provide the date of the hospitalization. The customer had symptoms of nausea, vomiting, ketones and bad urine odor. The customer treated their blood glucose levels with manual injections. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer stated that the issue was not related to the insulin pump that they were using.